Event description:
Part of the string broke [device breakage] string didn't feel very strong [device physical property issue] case narrative: consumer reported via e-mail that part of the string broke during removal. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Part of the string broke [device breakage] string didn't feel very strong [device physical property issue] case narrative: consumer reported via e-mail that part of the string broke during removal. No injury reported.